Event description:
It was initially reported that the patient was to have her vns repositioned deeper in the patient. The patient is a twiddler and likes to manipulate the generator. The physician is doing surgery to help prevent this. If it does not work he will re-position it to the patient¿s back on a later date. Surgery is being done both as a precaution reasons and to prevent a serious injury as the patient is at high risk of infection due to manipulation if surgery does not occur. The patient had some swelling and it was believed that the patient¿s body was rejecting the generator. The generator and lead wired were beginning to extrude from the body and the patient picked at the incision site. The patient had surgery to reposition the generator and close the wound and is doing well after surgery.